Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior arterial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during fourth inflation at 12 atmospheres for 30 seconds, the balloon ruptured in the middle part. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.